Event description:
Caller reported that the pump's wake button was difficult to press and needed multiple attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump.